Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. This malfunction involved all five patients with no consequences. Of the five patients, four patients' ages were reported to be between 36-70 years, and two patients were reported as male, and three patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: of the five devices, two lot numbers were provided and lot history reviews were performed. All the five devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for four malfunctions. For three malfunctions, the investigations are confirmed for filter tilt and perforation of the inferior vena cava (ivc). For one malfunction, the investigation is inconclusive for filter tilt and perforation of the inferior vena cava (ivc). For the remaining one malfunction, the investigation is confirmed for perforation of the inferior vena cava (ivc) and is unconfirmed for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the five devices, two lot numbers were provided and lot history reviews were performed. All the five devices were not returned to the manufacturer for evaluation; however, medical records were provided for four malfunctions. For two malfunctions, the investigations are confirmed for filter tilt and perforation of the inferior vena cava (ivc). For one malfunction, the investigation is inconclusive for filter tilt and perforation of the inferior vena cava (ivc). For the remaining two malfunctions, the company is still investigating the issue at this time. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. This malfunction involved all five patients with no consequences. Of the five patients, four patients' ages were reported to be between 36-70 years, and two patients were reported as male, and three patients were reported as female. All other patient details were not provided.